Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2023, a male patient with a verbalized history of irritable bowel syndrome underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). No issues were encountered during the procedure, and no patient movement was felt during trus insertion. After the aquablation procedure, the patient developed a low-grade fever, but the treating surgeon attributed it to a potential urinary tract lnfection (uti) and the patient was put on antibiotics and discharged home. On (B)(6) 2023, procept biorobotics corporation(procept) became aware that approximately 11 days post-procedure, the patient presented in the emergency room (ER) with abdominal pain. A CT scan revealed a 1 cm rectal injury located proximal to the rectum, closer to the ureters, above the trigone, and near the peritoneal fold. A colorectal surgeon determined that the injury was unrelated to the trus probe because of its location. A laparotomy procedure confirmed that the patient had widespread "adhesive" tissue, which might have localized the injury around the pelvis, and was isolated from the peritoneal space, causing a delayed symptomatic response. The treating surgeon suggested that the adhesive tissue may have also been present along the rectal channel and folds, potentially contributing to the iniury during trus probe insertion but was unable to recall feeling any resistance during the procedure. The patient underwent a colostomy procedure and was kept in the hospital under observation to allow the rectal injury to heal and was reported to be recovering well. No malfunction of the apogee 2300 digital color doppler ultrasound lmaging system and associated component ecbp-1 trus probe was reported.